Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s display screen was found cracked without an observed drop or impact, and a replacement device was arranged while the original was to be returned; the user reported no effect on blood glucose and was instructed on shutdown and data handling. Symptoms included no reported clinical effects. Outcomes included no change to daily activities and continued cgm use with the dexcom app or receiver. Investigation included collection of device history and shipping logistics review, with arrangements for return and inspection of the original unit. Investigation of this device revealed a damaged display component consistent with a broken or cracked screen, with no evidence of functional impact on insulin delivery or control. It was concluded, based on previously established findings for similar reports, that the cause was physical damage of undetermined source.